Event description:
It was reported to technical services on 12/20/10 that there was noise recorded on this ra lead which coincided with a chiropractor appointment. No other information is known. This was recorded at (B)(6) general with dr. (B)(6) . This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).